Event description:
New information received indicates that programming changes were made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that alerts for episodes of t-wave oversensing were noted via merlin.net. Transmitter. Programming changes were recommend. The patient refused to go to the clinic at this time.